Manufacturer narrative:
It was reported 4.0 extremifix screws bent and/or broke during insertion. Review of the device history records could not be performed as device batch/lot number is unknown. The reported screws were returned for evaluation on 21 june 2024. A portion of one screw was returned along with a second, intact screw. The portion of the screw that was returned was severely damaged and was fractured in the screw shaft before the threads, consistent with the reported event that the second screw broke, and the remaining portion of the screw was left in the patient. The second, intact screw had a bend in the screw, consistent with the reported event that the first screw used started to bend during insertion. The returned portion of the screw could not be evaluated due to the aforementioned damage; however, the intact screw was evaluated. The part number and batch/lot numbers of the screws were unknown; however, it was suspected that the broken screw was a part number 319-4014 screw and the intact screw was a part number 319-4052 screw. These two part numbers were consistent with screws ordered by the distributor in mexico, per customer service's records. Qc inspection evaluated the intact screw against the designated template for part number 319-40xx screws, and the screw was determined to meet specifications. Potential causes for screws bending or breaking during insertion include inadequate design, dense bone, user error- drill size selected is too small, user error- not drilling all cortices where screw is placed, or use of an undersized screw. However, based on the information received and the investigation performed, the root cause could not be determined. Corrected data: type of investigation code updated to: 10 and 4109. Investigation findings code updated to: 3243.

Manufacturer narrative:
It was reported 4.0 extremifix screws bent and/or broke during insertion. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Although it was reported the product was available for evaluation, the device was not returned. A review of the complaint database for 4.0 extremifix screws was performed and revealed one (1) complaint for screw bent/broke during insertion, which is the complaint in this report. Potential causes for screws bending or breaking during insertion include inadequate design, dense bone, user error- drill size selected is too small, user error- not drilling all cortices where screw is placed, or use of an undersized screw. However, based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported during surgery when inserting the screw into the epicondyle, one (1) screw started to bend. So, another screw was used which also bent then broke during insertion. The broken portion of the screw could not be retrieved and remained in the patient. The surgery was completed by fixating the medial epicondyle with a transverse 4.0 screw, and leaving the broken screw fragment in as "antirotational pin". It was reported this issue prolonged the surgery by 2 hours. No other adverse patient consequences were reported.